Event description:
There was an allegation that the display of the coaguchek xs meter was partial. A display test was performed and instead of three 8's, the meter only displays two 8's in the results field. There was no allegation of result misinterpretation.

Manufacturer narrative:
The meter was requested to be returned for investigation. The investigation is ongoing.

Manufacturer narrative:
The meter was not returned. Therefore no further investigation was possible.